Event description:
Malfunction: system would not respond to touch screen, rebooted system, switched out system. The nurse reported the system would not respond to the touch screen. The nurse stated the event occurred before the third case. The system would not prime. The system was rebooted and a system message displayed. The nurse switched out the system and completed four cases. The nurse replaced the remote control batteries and loosened the screws around the front panel. The system then worked and they were able to finish the rest of the cases. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. Preventive maintenance was performed. The software was upgraded. The system was then tested and met all product specifications. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).